Event description:
It was reported that this inflatable penile prosthesis was removed as it was no longer functional as the patient was unable to use the device. No mechanical issue was noted upon explant. The physician irrigated and remeasured the implant site and then placed a new inflatable penile prosthesis. No patient complications were reported.